Event description:
A nurse reported that a leak was found in the silicone tubing of a transfer set during use. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was visually inspected with no damage found related to the reported leak in the silicone tubing. Leak, clear passage, and clamp function tests were performed with no issues noted related to the reported problem.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.